Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a routine follow up and was not bi-ventricular pacing. Left ventricular (lv) lead was not capturing. Lv vector was changed with successful bi-ventricular pacing. Additional information was not reported.